Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. Visual inspection was performed which identified broken occluder feet. Leak testing and clear passage testing were performed with no issue noted. Clamp function test was performed which identified a leak through the set due to the broken occluder feet. An assignable cause for the broken occluder feet was unable to be determined. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a defect was observed in the minicap of the minicap transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.